Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported procedure cancellation could not be conclusively determined.

Event description:
During the procedure the generator started up properly but could not perform stimulation or lesion. Probes were replaced but there was no resolution. The procedure was cancelled and completed the next day with a replacement generator.